Event description:
Upon further query, the following info was provided that indicated breakage of the distal tip of the male adapter. On an unspecified date, the male adapter of an unspecified primary tubing set was connected to an unspecified clave port of a unspecified "j-loop" extension tubing set and was being used to deliver an unspecified medication, at an unspecified rate, via a pump. At an unspecified time, it was reported that the nurse disconnected the male adapter of the primary tubing set from the clave port of the extension tubing set. It was reported that the nurse then attempted to connect an unspecified luer lock flush device to the clave port of the extension tubing set. It was reported that solution was unable to be delivered via IV push through the clave port. A visual exam of the clave port found that the distal tip of the male adapter of the primary tubing set had broken off and remained lodged inside the clave port of the extension tubing set. The extension tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no additional info was provided including if the primary tubing set was replaced.

Manufacturer narrative:
(B)(4). The report number was not provided. The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.